Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the internal hlc batteries were depleted but was unable to determine the cause. The cause of the reported failure could not be determined. The customer received a replacement device.

Event description:
It was reported to physio-control that the customer's device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.